Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported they were injected in the mid-face (and possibly in another unspecified area) with juvéderm voluma® xc and in the lips with juvéderm volbella® xc. Approximately 4 months post injection, patient developed an infection, experienced severe stress due to a family matter, and noted severe induration in the areas treated with juvéderm voluma® xc. Antibiotics and steroids did not alleviate the condition, and hyaluronidase is being considered. It is unknown if symptoms have resolved; no further information available. This is the same event and the same patient reported under MDR ID# 3005113652-2020-00070 (allergan complaint #(B)(4)). This MDR is being submitted for juvéderm voluma® xc.